Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's relative reported via phone that customer was hospitalized on (B)(6) 2020 due to high blood glucose level 600 mg/dl and 576 mg/dl, diabetic ketoacidosis and heart attack. Hospital treatment and duration was unknown. It was unknown that if insulin pump was auto mode. Insulin pump will be returned for analysis.